Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Review of the service history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the wheel on the clamp broke off of the periarticular reduction forceps-large. This was discovered by the sterile processing department, no case or patient involvement. It was noted that the clamp was missing post-operatively. There was a spare device so no procedures were affected. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was received by the service and repair department on an unknown date. Service history review: part no. 398.228, serial/lot no: (B)(4)/4397151: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is april 19, 2002. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the wheel of the clamp broke off. The repair technician reported the speed nut and spindle cap were missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: speed nut, spindle cap. The item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: on january 15, 2016 it was noted that the device was received on december 31, 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.